Manufacturer narrative:
Failure analysis noted that the pump had no button response due to keypad connector not plugged in properly. They were unable to test for the rewind anomaly due to the no button response. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported a rewind anomaly. The incident was reported via phone call. Blood glucose at the time of incident was 300mg/dl. The customer stated that the pump would not rewind. During troubleshooting, the customer stated that the down arrow did not move the cursor down. The customer treated with syringes for more that two weeks. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.